Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was not providing stimulation due to not being in a good position. A reposition attempt was made but it was eventually decided to explant the lead and implant a replacement. Should additional information be received this file will be updated.